Manufacturer narrative:
The customer's meter and test strips were returned for investigation. Medwatch fields were updated. The customer material of lot 29191103 and retention material of lot 29191100 were both measured on a urisys 1800 analyzer, a cobas u411, a urisys 1100 analyzer, and on the customer's urisys 1100 analyzer with native urine and a nitrite dilution series. The results of the measurements fulfill our requirements. No false negative results were observed.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of a false negative nitrite result for 1 patient urine sample from urisys 1100 urine analyzer serial number (B)(4). The nitrite result from the meter was negative. The customer performed a visual test and the nitrite result was positive. It was not clear if there was any adverse event the occurred. Clarification has been requested. The suspect product was requested to be returned for investigation. The retention material of lot 29191100 was measured on an urisys 1800 analyzer with native urine and a nitrite dilution series. The results of the measurements are acceptable. No false negative results were observed.

Manufacturer narrative:
During internal testing, roche determined the limits of detection (lod) for protein, nitrite, leukocytes, and erythrocytes on the urisys 1100 urine analyzer with chemstrip® 5 ob, chemstrip 7, chemstrip 10 md, and chemstrip 10 ua test strips were higher than what is listed in their respective test strip method sheets. This can lead to false negative results on the urysis 1100 urine analyzer for the four affected parameters. Roche has provided customers with the following instructions and workarounds: chemstrip 5 ob and chemstrip 7 test strips should only be read visually. They can no longer be read on the urisys 1100 urine analyzer. Chemstrip 10 md or chemstrip 10 ua test strips can be used with the urisys 1100 urine analyzer; however, a negative result for any one of the four affected parameters (i.e., protein, nitrite, leukocytes, and erythrocytes) on the urisys 1100 urine analyzer must be repeated with a new test strip that is read visually.